Event description:
Customer reportedly received results of 426 mg/dl and 138 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.